Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she received a no delivery alarm. The customer reported that the insulin pump had a crack on the screen. The customer reported that she was having issues reading the screen. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that she was given IV bags and insulin drip for the high blood glucose. The customer stated that she was throwing up and had chest pain. The customer stated she was wearing the insulin pump at the time of hospitalization. The customer stated that the no delivery alarm was resolved by a complete set change. The customer declined further troubleshooting for the high blood glucose. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.